Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6) 2005 and per the patient¿s report, a revision procedure occurred on (B)(6) 2010 due to elevated metal ions and pseudotumor. Review of invoice history confirmed that the modular head and taper adapter were removed and replaced. Further information provided indicates that the acetabular cup was noted by the surgeon to be malpositioned and was also removed and replaced with a competitor¿s acetabular cup. Patient alleges that a second revision surgery has taken place due to lack of bone ingrowth into the competitor¿s cup. Patient reported to have undergone right total hip arthroplasty and the per the patient¿s report, revision surgery is necessary due to elevated metal ions and pseudotumor. Review of invoice history revealed that a total hip arthroplasty procedure occurred on (B)(6) 2005. There has been no report of a revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision on (B)(6) 2010 due to a metallosis. Operative report noted the presence of blackened villonodular tissue, seromatous fluid, osteolysis, blackened pseudotumor, and a deficient superior dome. The stem was noted to be well fixed. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head/taper adapter and a competitor¿s acetabular system. Operative report further noted that the patient underwent a second left hip revision on (B)(6) 2010 due to a loose competitor¿s acetabular cup. The modular head, taper adapter and competitor¿s acetabular cup were removed and replaced with competitor components. The biomet stem remained implanted. Operative report noted that the patient underwent a third left hip revision on (B)(6) 2012. Operative report noted the presence of straw colored clear fluid, reactive soft tissue, slimy tissue in the retroactive acetabular area showing evidence of acute inflammation consistent with retroacetabular infection. The competitor modular head, taper adapter and acetabular cup were removed and replaced with cement spacer molds. The biomet stem remained implanted. Patient¿s left hip was reimplanted on (B)(6) 2013 with a biomet head/taper adapter and a competitor acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2011-00587 - 00592).